Manufacturer narrative:
Concomitant medical products: product ID 3057, lot# unknown, product type screening device; product ID 3057, lot# unknown, product type screening. Device patient's weight was provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. Product ID: 3057, product type: screening. (B)(4) pertain to product ID: 3531, product type: external electrical stimulator. (B)(4) pertain to product ID: 3057, product type: trial lead and product ID: 3057, product type: trial lead.

Event description:
Information was received from a consumer regarding a trial patient undergoing a basic evaluation. It was reported that yesterday was a rough day as the patient had a temperature of 99 something; it was noted the patient did not mention they had a temperature today, only yesterday. Additional information was received three days later. It was reported that the patient must have pulled their leads out a few days ago because they experienced urgency and incontinence again. The patient also had not been comfortable. No further complications were reported/anticipated.